Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main control keypad assembly and found the left side dome material of the on/off button worn and having intermittent recognition.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.